Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level due to the fill estimate. The customer reloaded the same cartridge and the issue was resolved. In addition, the customer reported to have woken up with a bg level of (78 mg/dl). During troubleshooting with tandem technical support, it was noted that the customers pump was off by 10 minutes. The customer stated to be unsure if the time was not set correctly when the clock was changed for daylight savings time or not. The customer was instructed to change to correct time. The customer also reported to sometimes disconnect at the luer lock. The customer was educated to not disconnect at the luer lock.